Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that during the initial implant surgery "they hit something" and the patient was leaking cerebrospinal fluid. It was reported the surgery was stopped and the patient was closed up. The patient was given antibiotics for two weeks. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.